Manufacturer narrative:
(B)(4). The customer reported that the battery was not charging. There was no report of pt involvement. The unit was evaluated by philips and the failure was verified. The failure description was further clarified as being that the unit failed to power up on battery power. The philips rep replaced the battery which resolved the failure.

Event description:
The customer reported that the battery was not charging. There was no report of pt involvement.